Manufacturer narrative:
H6: codes have been updated to reflect the new information. All previously submitted codes that are not present here no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they experienced retention prior to the device, and it had not worsened since getting the device. They still kind of have retention, but they clarified that it had nothing to do with the device, it has to do with their condition. They also clarified that catheterization was their standard of care prior to the device. Per their urologist, all the implant is doing for them is controlling their leaking. They stated that they have the implant and still cath 4 x per day, and see their urologist every 3 months to monitor their kidneys and retention. They noted that the issue had been resolved.

Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they were having retention issues and pain. They stated that this began 3-4 weeks ago. They worked with the rep a few times and the day prior they had an x-ray of their pelvic area. They stated they were starting to get to the source of the pain. They stated they catheterized themselves and also had other conditions that didn't relate to the device or therapy.